Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was crimped on 31-may-2024. The blood glucose level was 239 mg/dl and was managed by bolus via pump. The site of inserion was at abdomen. The issue occured three or more hours after insertion. No further information available.